Event description:
Discordant, falsely low creatinine results were obtained on ten patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting as expected. The same issue was then obtained on quality control material. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced a faulty dilution wash valve 1 (dwev1). The cause of the discordant, falsely low creatinine results was a faulty dwev1. The instrument is performing according to specifications. No further evaluation of the device is required.